Event description:
Pt's tracheostomy tube leaking air. Cuff felt to be ruptured due to lack of ability to reinflate. Trach removed. Trachea re-intubated through the tracheostomy stoma with great difficulty. Pt expired.